Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously elevated troponin (accutni) result, within the risk stratification range, was generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory, and questioned by the physician. Repeat testing on the same and a subsequent sample produced lower results within the normal reference range. The patient was admitted to the hospital for monitoring after the erroneously elevated results were obtained.

Manufacturer narrative:
Sample collection device and centrifugation information has not been supplied to date for this event. The customer reported the patient sample was a short draw and hemolyzed. The customer believed that sample handling is the root cause of the elevated result. System checks performed by the customer on (B)(4) 2011 and (B)(4) 2011 passed within the instrument specifications. Qc was performing within the customer's established limits on the date of the event. Service has not been dispatched for this event to date. The customer reported to hotline they did not require service. User error is the root cause of this event.